Event description:
It was reported that a patient underwent a laparoscopic vaginal myomectomy on (B)(6) 2011. During the procedure, the medical staff had trouble connecting the disposable devices and the motor drive unit would not drive the disposables. The procedure was converted to a laparotomy.

Manufacturer narrative:
(B)(4) - unable to activate disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device had a misaligned cpc connector and coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.